Manufacturer narrative:
The customer ran testing on the device and was able to pass calibration and self-testing. A service engineer (se) was later requested and they found the reported error code which resulted se replacing the breath delivery (bd) printed circuit board (pcb) to resolve the issue. The unit passed testing and operated within the manufacturing specifications. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a ventilator inoperative code. The patient was placed on an alternate ventilator and there was no harm to the patient reported as a result of the event.